Event description:
Pt intubated upon arrival to ed. Pt admitted and transferred to ICU without issue. Pt required tube change due to blown balloon. Will submit medwatch. No harm to pt. Ett available. FDA safety report ID# (B)(4).